Manufacturer narrative:
No button response due to corroded keypad traces. Unable to perform the occlusion test or bolus wizard due to button/keypad anomaly. No unexpected numbers ramping/scrolling on their own noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window. No crack on screen noted. (B)(4).

Event description:
Customer reported via phone call that she has been experiencing high blood glucose levels. Customer mentioned the bolus wizard was not giving her the insulin that she needed, customer entered a blood glucose level of 390 mg/dl in the setting but the bolus wizard suggested taking 0 units of insulin. Customer was unable to troubleshoot the bolus setting due to unresponsive keypad. Customer's blood glucose level at time of incident was 364 mg/dl. Customer's blood glucose level at time of call was 426 mg/dl. Customer lowered her high blood glucose level to 398 mg/dl with six units of insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced, and customer agreed to return the device for analysis.